Manufacturer narrative:
Additional information: b2, b5, b6, e1, e3 and h6. B5: upon follow-up, it was reported that the patient experienced cloudy effluent and abdominal pain, manifestations of peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics for the events. At the time of this report, the patient was recovering from cloudy effluent and abdominal pain. It was indicated that the patient recovered on an unreported date. Pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. It was unknown if the patient was treated for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was "interrupted" due to the event. No additional information is available.